Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture. The lead was capped and replaced (B)(6) 2016. The patient was stable post procedure.